Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and po st-surgical neuritis. It was reported there was poor communication. The patient stated that they had their stimulation off and had not charged for months. The patient stated they previously had not charged and got a reposition antenna screen, but they were able to charge. The patient tried charging last night and saw a reposition antenna screen. The patient tried moving the antenna around but still saw a reposition antenna screen. The last charging session was reported to be more than one to three months ago and the patient stated they had not charged the ins recharger for months. The patient did not have their patient programmer to troubleshoot. The caller stated ¿their brain out smarts the pain and the device doesn't work so they turn it off for a while.¿ the patient stated they had it for a couple years and it started doing that and they would go in and get it reprogrammed. The patient confirmed the programming was routine programming to optimize therapy. The patient stated they would call a manufacturer¿s representative (rep) to come and ¿redo it.¿ no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient was looking for a manufacturing representative (rep) because their "battery has overdischarged". Patient said it had been a long time since she last charged their device. Patient said it had been more than 3 months. Patient said it got to the point where it was not working and she had to turn stimulation off because "it was not working". Patient said the pain kept finding a way to get around the device. Patient said a rep told her sometimes patient need to turn stimulation off and leave it off for a while. Patient was asked if the rep was aware the device "was not working" and patient said no. Patient did not have health care professional (hcp). Sent listing to patient. Patient said the pain is getting worse and worse which is why she would like to start using the device again. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that the circumstances that lead to pain "finding a way around the device" was a change in pain. The patient called the manufacturer to see if a representative would meet with them to recharge their battery but the issue had not been resolved. They were still waiting on a representative to contact them. They were in severe pain and noted that the device wasn't working. No further complications reported.